Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as bleeding, broken, and red blisters. There was no alleged device malfunction contributing to the irritation. The patient's home health nurse recommended moving the patch to another area due to the skin irritation. The outcome of the skin irritation is unknown.